Event description:
The customer reported an overload fault error message. This error causes the system to shut down. Resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries and high voltage were evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.